Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -12.5/+1.5/88 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced excessive vaulting, elevated iop, significant reduction of irido-corneal angles, pigment dispersion. The patient also underwent enlargement pi or addition of new pi, and secondary yag surgery. On (B)(6) 2017 the lens was exchanged for a shorter lens, and the problem was resolved. At the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: the product was returned dry in a micro centrifuge vial. Visual inspection found no visible damage to the lens and red and clear residue on the lens surface. Conclusion: previous code not applicable. As per dfu, this lens model is contraindicated for implantations in patients with anterior chamber depth (acd) less than 3.0 mm. (B)(4).